Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that during mounting the transforaminal posterior atraumatic lumbar (t-pal) spacer, the rear part together with ball fixation of the t-pal spacer applicator inner shaft is broken off. The internal spring of the knob is defective, no fixation or release of the cage possible. No patient harm nor significant delay reported. The procedure was completed successfully with spare devices. This report is for one (1) t-pal spacer applicator knob. (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 03.812.004 , synthes lot number: 8981082 , release to warehouse date: 28. July 2014 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. DHR review, no issue. The returned t-pal applicator knob and applicator outer shaft were examined and were found to be functioning as intended; the knob could be attached and detached to the shaft without any problems. On the distal end the threads are in a good condition presenting some normal signs of use. Besides, there are wear marks at the prongs visible. The review of the production histories revealed that both instruments were manufactured in 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. In addition, they were function checked per 100% before they leave the manufacturing facility. The complaint condition (the internal spring of the knob defective, no fixation or release of the cage possible) could not be duplicated. Nevertheless, we would like to point out that instruments with threaded parts must be lubricated after the reprocessing. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.